Manufacturer narrative:
(B)(4). The other four perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with five proglide devices in a common femoral artery was attempted using the preclose technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi). Reportedly, cuff misses occurred with all five proglide devices. The sutures of two new proglide devices were successfully pre-placed. The tavi was completed using a 16f sheath and hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.